Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump is not working. It was stated that the insulin pump alarmed motor error. The caller stated they are currently not with the customer, unable to troubleshoot. They will call back when the insulin pump is available to troubleshoot. The caller stated customer will treat with manual injection. The customer's blood glucose was unknown.